Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.1 did not recognize whether it was open or closed. A field service engineer (fse) verified the issue and confirmed that the auxiliary legacy 3.1 drawer was not recognizing whether it was open or closed. Replaced the open/close sensor, but the issue persisted. Upon further inspection, discovered a broken spring on the solenoid, replaced the spring, rebooted the device, and ran firmware updates. Tested successfully in hardware test application, and the customer completed inventory. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.